Manufacturer narrative:
(B)(4).

Event description:
The surgeon inserted an icm125v4 12.5mm implantable collamer lens on (B)(6) 2011 and the lens was explanted on (B)(6)2011 due to excessive vault. The lens was exchanged for a shorter length and this resolved the problem. This report is for the right eye. See 2023826-2011-00981 for the other eye.